Event description:
Report received from the USA stating that there was a "leak" in the hose, discovered during testing. There was no delay in the surgery due to having a backup device on hand. The product was not used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).